Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the available information impedances with values greater than 200 ohms were observed. In addition, ts stated that the presenting shock electrogram (egm) presented unexpected morphology for which further in clinic evaluation was recommended. Furthermore, ts expressed concerns regarding the system being able to deliver therapy and suspected a possible conductor fracture; however, this was not confirmed. This ICD remains in service. No adverse patient effects were reported.